Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was powered off and upon powering the pump back on, the customer noticed the pump time was inaccurate. The customer did not report how long the pump had been powered off. Customer's blood glucose level was not impacted. Tandem technical support instructed the customer how to adjust the pump time to be accurate.